Manufacturer narrative:
A field service engineer (fse) confirmed the reported issue by phone. The fse indicated that the cup presence sensor could be sticking, and instructed the customer to clean the presence sensor with an alcohol pad. This freed up the presence sensor, which resolved the issue. The customer validated the analyzer by running quality control with the results within specification. The aia-2000 analyzer is functioning as expected. No further action is required by field service. A complaint and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the search period. Review of related documentation. The aia-2000 service manual under appendix 4: error messages states the following: [4273] hybrid cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probably cause was traced to component failure of the cup presence sensor.

Event description:
A customer reported 4273 hybrid cup transfer z-axis home overrun on the aia-2000 analyzer. The customer verified that the waste bin was not full and indicated that they performed an all set home function, but it would not fully complete. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in patient results for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction for section h10 statement: 13-month complaint and service history review and probable cause statement: incorrect statement: a complaint and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the search period. Correct statement: a complaint and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were three (3) similar complaints found during the search period, including this one. Correction for section h10 statement: probable cause of the reported event. Incorrect statement: the most probable cause was traced to component failure of the cup presence sensor. Correct statement: the most probable cause of the reported event was due to a faulty cup presence sensor.